Event description:
It was reported that the drain broke off in pt during removal. The skin suture was cut and removed and the drain was pulled approx 2-3 cm until resistance was felt. More force was applied resulting in breakage of drain. Indwelling piece was surgically removed through initial incision from the nephrectomy. Drain was located on top of peritoneum and was easily removed.